Event description:
A us distributor reported that a monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor displayed a service code 110. The cause for the service code 102 was isolated to contamination on the pca jumper j1000. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.